Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, two pieces allegedly broke off of the permanent cautery hook (pch) instrument and fragments fell inside the patient. The fragments were retrieved during the same procedure. Isi followed up with the initial reporter and the following additional information was obtained: there was no instrument damage noted prior to the procedure. The instrument was used for cautery when the issue occurred. No functional issues were noted during the procedure. The instrument did not have any collisions during the procedure. The instrument had not been removed prior to the breakage. Upon final removal of the instrument the wrist was straightened and no resistance was felt when the instrument was removed through the cannula. After removal, no damage was found on the cannula and no other damage was found on the instrument. The fragments were retrieved with a laparoscopic grasper instrument. All of the fallen fragments were retrieved. No additional procedures or post-operative tests were required. The procedure was completed using the same system.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has requested for return of the pch instrument for failure analysis evaluation. However, as of the date of this report, isi has not received the instrument. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed. The pch instrument was found to have a missing pulley. The complaint regarding fragments falling from the instrument was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h10/h11 for follow-up information.